Event description:
It was reported the patient deceased due to an unknown cause the day after ventricular leadless pacemaker (lp) implant.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.